Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported cardiac arrest, bradycardia and hypotension could not be determined. However, the reported patient effects of cardiac arrest, bradycardia and hypotension are listed in the mitraclip instructions for use as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention, hospitalization and delay in treatment were a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report bradycardia, hypotension, cardiac arrest requiring cardio-pulmonary resuscitation (CPR), extracorporeal membranous oxygen (ECMO) support, and admission to intensive care unit (ICU). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted reducing mr to 3. During retraction of the clip delivery system (cds), the patient became hemodynamically unstable and developed bradycardia, hypotension, and ultimately cardiac arrest. The procedure was aborted. CPR was performed and the patient was connected ECMO support. With these interventions, the patient stabilized and was transferred to the ICU. Post-procedure echocardiography confirmed that the clip remained stable on both leaflets with sustained reduction of mr to 3. The cause for these events was not identified. A clinically significant delay in procedure was reported. No additional information was provided.